Event description:
The medical team in (B)(6) had a successful impella cp support in (B)(6) 2021 along with ECMO. In (B)(6) 2022 the jpvad registry noted hemolysis and death, the patient expired due to causes not related to the use of impella. The death occurred post explant. Later in (B)(6) 2022 the jpvad team further updated that in fact the hemolysis was treated by infusion of haptoglobin.

Manufacturer narrative:
The medical center discarded all product in 2021 at the time of explant. No benchtop analysis and testing can be performed. The jpvad registry did not furnish further details. No root cause can be determined. The failure mode will be monitored and trended.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was noted hemolysis during the time of support. Actions taken are unknown. Bleeding including hematoma from insertion to removal was also noted. Blood transfusion was required. Additional information noted the patient experienced cerebrovascular accident and sepsis. Survival outcome at explant noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation for the reported sepsis, access site bleeding and stroke/cva has been completed. The impella device has not been returned for evaluation. However, as the necessary clinical information was not provided and the device was not returned, the root cause of the reported observations could not be determined. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system (infection/sepsis) section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist system (cva). Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist system (access site bleeding): section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ corrected information for the initial MFR 1220648-2022-01450 was provided in sections b2, b5, g1, h1 and h6.